Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was implanted to support a patient with cardiac history and new acute myocardial infarction/cardiogenic shock. Suction events occurred and a clot was visualized at the inlet. The thrombus embolized and caused nerve numbness and pain. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.